Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: please clarify whether a serious injury occurred as a result of the device issue. ¿no. Serious injury occurred. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? -no.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the atg45 device was received with the clamping and firing mechanism damaged. No cartridge reload was found present no further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth and firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing and clamping mechanisms to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, the device would not open. The jaw of the device would not open after the firing. The surgeon cut the tissue and removed the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.